Event description:
On (B)(6) 2010, patient reported, the down button on infusion device was not functioning properly. This was first noticed 2 months prior to report when pt tried to decrease a bolus amount. Pt has used this infusion device since 2007 and boluses 5-6 times per day. Down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.